Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. The complaint was confirmed, as the female luer lock component of the purple valve was seen to be cracked just adjacent to the molded parting line. There were no other visual defects noted to the hub or catheter. A possible root cause for the crack is an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated overtightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (B)(4).

Event description:
As reported by angiodynamics' distributor in the (B)(6), there was a longitudinal fracture of a valved PICC device being used for chemotherapy. The PICC had been inserted on (B)(6) 2017 and was removed on (B)(6) 2017. No patient injury or complications were reported. The used catheter was returned to angiodynamics for evaluation.